Event description:
It was reported that the ventricular lead at time of implant had been placed through leaflet on tricuspid valve. Therefore the patient had the valve replaced and the lead removed and replaced with a new lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed, and no anomalies were found. It was noted that there were several conductors with blood/body fluid (not obstructed) and the outer tubing overlay had cosmetic environmental stress cracking (esc).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available.